Event description:
Ous MDR - after an implantation time of two months, an increase in the pacing threshold >5v at 0.5 ms was reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.